Event description:
It was reported that the customer had low blood glucose levels of 21 mg/dl. The customer reported behaving in an erratic manner when emergency medical services arrived to assist. The customer was given a glucagon injection and some orange juice. The customer was refused to go to a hospital. The customer reported being stressed lately and was not eating right which could have caused the customer's blood glucose level to drop. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).